Manufacturer narrative:
In review, it was noticed that the awareness date / date received by manufacturer (mar 19, 2024) was inadvertently entered in the section of the initial MDR report which is incorrect. The correct date which should have been entered is "mar 18, 2024". Therefore, this supplemental MDR report is to correct that information as indicated below: date received by manufacturer: mar 18, 2024 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor identified some unknown material on a monofocal intraocular lens (iol) that she had just implanted. The doctor indicated that she was able to remove the particles from the iol and the surgery was completed successfully with no reported patient complications. No further information was provided.

Manufacturer narrative:
Additional information: additional information confirmed that the lens was successfully implanted and the material was removed during irrigation/aspiration (I/a). No surgical or medical interventions required during procedure. The lens remains implanted with no complications reported. It was indicated that the delivery system/cartridge and foreign material are not available to be returned for evaluation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no suspect product was received; however, customer photos were provided and evaluated. Due to the quality of the pictures, an evaluation was unable to be performed. The reported issue cannot be identified. The complaint issue "foreign material - loose" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.